Event description:
It was reported via repair work order that the scale was inaccurate and the bed exit wasn't alarming due to the foot right load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.